Event description:
During a cystoscopy and stent placement, close ended stent was inserted into bladder and tip broke off. Tip was visualized and extracted by surgeon. The operating room then used a new closed ended stent with a different lot number. The issue is, after the event, the stent and tip was retained but the operating room was uncertain which lot number/packaging went with the faulty stent and which with the replacement stent. Therefore, I entered both lot numbers in this report.